Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hole is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A microscopic observation revealed a 0.4 cm longitudinal split at the 6 cm depth marker. The split was observed to be curved with mostly straight edges and a predominantly flat fracture surface. A slightly jagged section was observed near the center of the split. The fracture surfaces contained a striated pattern, which is likely pattern transfer from a metallic instrument. The area around the 12cm depth marker that was indicated as the location of the leak was inspected without a split or leak detected. A review of the manufacture quality and inspection records for the implicated product batch was conducted. The review indicated no issues potentially related to product manufacture, assembly, and packaging. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during infusion of saline solution, the same is reported to have leaked from the exit site. On removal of the catheter, a hole is noted at the twelfth cm of the catheter. Partial catheter break reported at approximately 12 cm. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC was locked with saline solution, dressed straight along patient's arm, and secured with securacath between 3-4cm, exit marking 5cm. PICC used for oncology treatment (oxaliplatino - calciolevofolinato - 5 fu - irinotecano). It is unknown if any CT scans were completed. There were no interventions for occlusions. Internal leakage at 12cm mark was identified thru extravasation. PICC was in use 285 days. Patient was in the hospital at the time the leak was discovered, they never left the hospital or completed maintenance on the PICC. It is unknown if any xray images were taken. Catheter site cleaned with chlorhexidine solution poured from a bottle (clorexidina al 2% in ipa 70%). It is unknown if the patient participated in any physical activities.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during infusion of saline solution, the same is reported to have leaked from the exit site. On removal of the catheter, a hole is noted at the twelfth cm of the catheter. Partial catheter break reported at approximately 12 cm. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC was locked with saline solution, dressed straight along patient's arm, and secured with securacath between 3-4cm, exit marking 5cm. PICC used for oncology treatment (oxaliplatino - calciolevofolinato - 5 fu - irinotecano). It is unknown if any CT scans were completed. There were no interventions for occlusions. Internal leakage at 12cm mark was identified thru extravasation. PICC was in use 285 days. Patient was in the hospital at the time the leak was discovered, they never left the hospital or completed maintenance on the PICC. It is unknown if any xray images were taken. Catheter site cleaned with chlorhexidine solution poured from a bottle (clorexidina al 2% in ipa 70%). It is unknown if the patient participated in any physical activities.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that during infusion of saline solution, the same is reported to have leaked from the exit site. On removal of the catheter, a hole is noted at the twelfth cm of the catheter. Partial catheter break reported at approximately 12 cm. No other information was provided.